Manufacturer narrative:
(B)(4).

Event description:
It was reported that "early sensor expiration" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5 describe event or problem- correction. G6 type of report- follow up. H2 type of follow up- additional. H6: type of investigation - correction - remove code 3331 from initial MDR submission due to incorrect entry.

Event description:
Subsequent to the initial MDR, a correction is required. Correction on h6.